Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump gave her an incorrect blood glucose reading. She indicated that the pump stated that she had blood glucose in the 90-100 range, although at the time of the incident her blood glucose was 421 mg/dl. Customer does not recall any significant events leading to the error. Troubleshooting was performed for correct insertion of the sensor as customer was informed that incorrect insertion may impact readings. Customer was advised that the sensor would be replaced.